Event description:
An article was published in the indian journal of ophthalmology in august 2023 titled, "vertical rotation of phakic intraocular lens to achieve optimal vaulting in a myopic eye." The article states grade 3 subjective vault height. Considering the high vault height. Lens rotation to vertical meridian was planned. The patient under went surgery to rotate lens. N6 and sle showed a well-positioned piol with grad 2 vault size. No anterior chamber inflammation and a round regular pupil. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A1 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). D4 - unk. D6a - unk. G4 - unk. H4 - unk. Claim# (B)(4).